Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving off a burning smell.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. Upon arrival, the fse found that saline was spilled on the unit which got onto the power supply. So, in order to fix the issue, the fse replaced the following parts: power supply monitor pcb, sr. Pwr sply assy, ac status to mini pcb, and he tank transducer cable. Then, the fse performed a pm, a full calibration, and tested the unit. However, the equipment did not meet manufactures specs because the unit was due for batteries and the batteries were on backorder. Therefore, the unit was not released for use. A battery extension letter was sent to the customer, which allowed the unit to be used.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is giving off a burning smell, there was no patient involvement.